Event description:
Related manufacturing reference number: 2017865-2024-00648 related manufacturing reference number: 2017865-2024-00650 it was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had no capture and was stimulating the phrenic nerve unintentionally. The patient felt minor discomfort due to the phrenic nerve stimulation. A chest x-ray (cxr) performed showed that the lv lead was dislodged. Additionally, the cxr also showed the right atrial (ra) and right ventricular (rv) leads had no slack. The lv lead was explanted and replaced, while the ra and rv lead were repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.

Event description:
Related manufacturing reference number: (B)(4) related manufacturing reference number: (B)(4) it was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had no capture and was stimulating the phrenic nerve unintentionally. The patient felt minor discomfort due to the phrenic nerve stimulation. A chest x-ray (cxr) performed showed that the lv lead was dislodged, and the physician suspects the dislodgement was due to twiddlers syndrome. Additionally, the cxr also showed the right atrial (ra) and right ventricular (rv) leads had no slack. The lv lead was explanted and replaced, while the ra and rv lead were repositioned successfully on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: b5 updated to indicate the dislodgement was due to twiddlers syndrome.